Event description:
It was reported to medtronic neurosurgery that a fracture was observed on the end of the distal catheter during the procedure to revise the patient¿s shunt. Reportedly, the patient fell on their bottom and it was thought that the incident may have contributed to the issue. The report states that the patient has not shown any particular health problems as a result of the event.

Event description:
It was reported to medtronic neurosurgery that a fracture was observed on the proximal end of the lumbar catheter during the procedure to revise the patient¿s shunt. Reportedly, the patient fell on their bottom and it was thought that the incident may have contributed to the issue. The report states that the patient has not shown any particular health problems as a result of the event.

Manufacturer narrative:
The proximal tip of the returned lumbar catheter component of the shunt was jagged. The damage is consistent with the catheter having been fractured. It is unknown how or when this damage occurred. The device met the requirements for patency and leak testing. However, tensile strength and elongation analysis was not possible as there was not enough material to perform the testing. The instructions for use that accompanies the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
The proximal tip of the returned lumbar catheter component of the shunt was jagged. The damage is consistent with the catheter having been fractured. It is unknown how or when this damage occurred. The device met the requirements for patency and leak testing. However, tensile strength and elongation analysis was not possible as there was not enough material to perform the testing. The instructions for use that accompany the device warn that care must be taken in the routing of catheters to prevent kinking and needless abrasion along their course. Abrasion can result in premature catheter failure (fracture). ¿small¿ size peritoneal catheters have thinner walls and lower overall strength as compared with ¿standard¿ size peritoneal catheters. These characteristics result in a comparatively greater potential failure (fracture) rate and, therefore, shorter life expectancy for ¿small¿ size catheters. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).